Event description:
The customer obtained discordant vitros ipth results from a patient sample using the vitros 5600 integrated system. A vitros ipth result of 23.6 pg/ml was initially obtained vs. A vitros ipth result of 43.4 pg/ml obtained when the sample was repeat tested. The customer suspected the initial result of 23.6 pg/ml to be erroneously low. The initial result of 23.6 pg/ml had been reported from the laboratory and a corrected result was issued once identified. There was no allegation of inappropriate physician action. However, biased results of the magnitude and direction observed could potentially lead to inappropriate physician action if occurred undetected. There was no allegation of patient harm. (B)(4).

Manufacturer narrative:
The investigation determined that a discordant and lower than expected vitros ipth result was obtained from a patient sample using the vitros 5600 system. The most likely cause of the event was determined to be user error related to thawing and insufficient mixing of the sample prior to testing. There was no evidence provided to suggest the vitros analyzer or reagents malfunctioned.